Event description:
This spontaneous case was reported by a consumer through social media and describes the occurrence of fallopian tube perforation ("fallopian tube was perforated") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain ("pain / constant pain"), abdominal distension ("swelling around my abdomen"), feeling abnormal ("horrible feeling") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered abdominal distension, anxiety, fallopian tube perforation, feeling abnormal and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of fallopian tube perforation ("fallopian tube was perforated") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), pelvic pain ("pain / constant pain"), abdominal distension ("swelling around my abdomen"), feeling abnormal ("horrible feeling") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered abdominal distension, anxiety, fallopian tube perforation, feeling abnormal and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc - after internal company review, it was noticed that the reporter of the case is other instead of consumer. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.